Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to infection, discomfort, and erosion through the scrotum, as well as the migration of the reservoir that was protruding from the abdomen. The pump component had eroded through the skin and scabbed over. A tactra penile prosthesis was implanted. There were no additional patient complications reported.